Event description:
It was reported that the device was used during a laparoscopic gastric bypass and that the knife blade advanced but did not staple. Second stapler fired with reload cartridge to repair small enterotomy and used to finish procedure. There were no consequences to the pt.